Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 330 mg/dl at the time of incident and other blood glucose value was 403 mg/dl. The customer was assisted with troubleshooting and declined. Customer stated that insulin pump was crap and did not work. Too damn expensive too, sounds like he needs to throw it in the trash. The insulin pump will not be returned for analysis.